Manufacturer narrative:
Updated fields: b4, d10, g3, g4, g7, h2, h3, h6, h10. A getinge authorized distributor reported that the unit is still out of commission and that the customer has not yet issued a purchase order (po) for the spare parts and repair of the iabp unit in this report. If the po is to get approved by the customer in the future for repairs to be performed, a supplemental report will be submitted. H3 other text : customer has not yet issued po.

Event description:
The company distributor reported that the end-user (customer) reported that during use on a patient a "system over temperature" with continuous alarm and pump stopped occurred on a cardiosave intra-aortic balloon pump (iabp), the unit was restarted in order to be used it again. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp. The fse cleaned the pneumatic module cooling fan and system exhaust fan. The fse also removed the pneumatic module assembly including the thermal sensor and installed the parts from a demo unit to rule out pneumatic module problem. The fse stated that the iabp ran at 130 bpm, over temp alarm went off after 2 hours of operation. The fse then reset the unit on/off and ran the iabp again at 100 bpm, alarm went off after 3 hours of operation. The fse did not returned iabp to customer as the issue persists. A supplemental report will be submitted when additional information is provided.

Event description:
The company distributor reported that the end-user (customer) reported that during use on a patient a "system over temperature" with continuous alarm and pump stopped occurred on a cardiosave intra-aortic balloon pump (iabp), the unit was restarted in order to be used it again. There was no harm or injury to patient and no adverse event was reported.

Event description:
The company distributor reported that the end-user (customer) reported that during use on a patient a "system over temperature" with continuous alarm and pump stopped occurred on a cardiosave intra-aortic balloon pump (iabp), the unit was restarted in order to be used it again. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
Upon the advice of a getinge senior engineer, it was determined that the scroll compressor assembly will be replaced to resolve the reported malfunction. However, we are awaiting for the hospital to issue a purchase order for the part; the iabp has been returned to the customer with the instructions not to use clinically until it has been repaired. A supplemental report will be submitted when additional information is provided.